Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after a supply change, with blood glucose levels exceeding 400 mg/dl and remaining above 180 mg/dl for several hours, while using a contact detach infusion set; device alerts for prolonged high glucose occurred, and no backup therapy, ketone testing, medical intervention, or assistance was used or needed. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization and no long-term impairment. Investigation included troubleshooting and education regarding potential causes of high glucose and guidance to change supplies and follow healthcare provider instructions; a subsequent supply change was completed, after which glucose levels trended down. Investigation of this case revealed no confirmed device or infusion set malfunction, leak, or occlusion, and the cause of the hyperglycemia remained unclear. It was concluded, based on established handling of similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.